Manufacturer narrative:
The customer confirmed that their device will not be returned to stryker for evaluation and they believe the cause of the reported issue was related to use error. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device gave an "abnormal energy delivered" message when they attempted to deliver a test shock at 200 joules. As a result, the wrong defibrillation therapy may be delivered to a patient, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device gave an "abnormal energy delivered" message when they attempted to deliver a test shock at 200 joules. As a result, the wrong defibrillation therapy may be delivered to a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.